Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309623. Batch # 4303339. Verbatim: rcc received a complaint via email. An external evaluation is required: (B)(6) - gattex - defective component. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) bd catalogue: 309623 bd syringe lot number(s): 4303339 awareness date: 10sep2025. Date of occurrence: unknown. Complaint description: field nurse reports on behalf of patient, "the needle is detaching from the dosing syringe: happened about five times yesterday and occurred once today." Please note: no additional information provided. Product: gattex country of origin: united states sample / photo availability: no sample or pictures provided. Ae: no ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.